Manufacturer narrative:
This statement is to correct information reported in initial report sent on sep 25 2015.

Manufacturer narrative:
The patient's included in this study were treated with negative pressure wound therapy from jan 2007 to jan 2013. It is unknown when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged csf leakages are related to v.a.c.® therapy. Kci has made attempts to obtain additional information, so far without success. Device labeling, available in print and online, states: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of the v.a.c.® therapy. Always ensure that the v.a.c.® foam dressings do not come into contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of the fine meshed, non-adherent material, or bio-engineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If the wound is over a bony prominence or in an area where weight bearing may exert additional pressure or stress to the underlying tissues, a pressure-relief surface or device should be used to optimize patient offloading.

Event description:
On (B)(6) 2015, kci received article, adogwa, o., fatemi, p., perez, e., moreno, j., gazcon, g., gokaslan, z., bagley, c. Negative pressure wound therapy reduces incidence of postoperative wound infection and dehiscence after long-segment thoracolumbar spinal fusion: a single institutional experience. The spine journal, 2911-2917, that reported four patients developed a cerebrospinal fluid (csf) leak while on v.a.c. Therapy. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.